Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00400, 00401.

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend. The device history record was reviewed and indicates that product met specification when manufactured. Evidence that product in specification when used.

Event description:
Allegedly removed during the revision of another component.